Event description:
It was reported that an ilet insulin pump experienced battery depletion and failed to power on despite placement on a charger, during which the patient¿s blood glucose rose to 251 mg/dl while the pump was off; the user later attempted to resume use, reported a breakfast announcement marked delivered, and subsequently recorded a blood glucose of 353 mg/dl before reverting to subcutaneous insulin via pens. Customer care provided support that included review of device charging behavior and attempts to retrieve device data via the mobile app. Investigation of this case revealed a nonfunctional pump that would not maintain charge and would not power on, preventing data sync and automated insulin dosing. No symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated insulin delivery and transition to backup insulin therapy. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction related to power or battery performance.